Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident was related to the user not programming the device correctly prior to the MRI.

Event description:
It was reported that the device went into backup vvi mode after an MRI due to the device not being programmed correctly by the user prior the MRI. A device download was performed and there were no patient consequences.